Event description:
It was reported by the customer that at the time of insertion the user attempted to pass the spring wire guide (swg) through the needle. It was difficult to pass the swg through the needle. However, it was not possible to know if the swg was in the needle or past the end of the needle. As a result, the swg broke. The user cut the swg and then passed the catheter over the swg. The catheter was inserted and the patient was not injured.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.